Event description:
It was reported that a cartridge alarm occurred repeatedly, even with different cartridges, during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer agreed to use multiple daily injections as an alternative insulin therapy while waiting for the replacement pump. Technical support decided to replace the malfunctioning pump with a new one that includes updated software, and the customer was instructed on the return process for the faulty device.